Event description:
The pt reported the infusion device was dropped and the device housing and display are now damaged. No physiological effects were reported. The pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval. Preliminary eval found that the broken display could lead to misinterpretation of insulin amounts.

Manufacturer narrative:
This incident occurred outside the united stated. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.